Manufacturer narrative:
The device has been returned for analysis; however, the investigation is ongoing. Upon investigation completion a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
It was reported from the office of (B)(6) that a glidewell ht implant ø7.0 x 10 mm experienced lack of primary stability within three weeks of implant placement at tooth location #4. The patient was reported as a 61-year-old female. Bone quality was reported as type ii. The implant was placed on (B)(6) 2026 and was not placed following immediate extraction. The implant was not immediately loaded. The patient presented with the issue on (B)(6) 2026. Inflammation was reported at the time of the event. The implant was removed on (B)(6) 2026. The patient's symptoms resolved following implant removal. No permanent patient injury was reported. The implant was not replaced.